Manufacturer narrative:
Evaluation result: broke cam.

Event description:
It was reported by service report that the brake would not stay engaged. It is unk if there was pt involvement, however, no adverse consequences are reported.